Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to report back if the malfunction recurred, which the caller acknowledged and understood.